Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and noise resulting in oversensing were observed due to a suspected loose connection of the right ventricular lead to the header of the device. The lead was reconnected to the device header to resolve the event and the patient was in stable condition.